Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4) : product unavailable for analysis.

Event description:
(B) (6) - peripheral cutting balloon registryit was reported in (B) (6) 2004 the patient underwent treatment for the peripheral cutting balloon device for two lesions. The lesions were distal, below the knee. Both lesions were de novo. Both target lesions were non-tortuous with severe calcification and had a vessel reference diameter of 3.0mm, both target lesion length was 15mm with 90% stenosis, and post-procedure stenosis for both target lesions was 10%. Data for the number of inflations, time and maximum inflation pressure was not provided. During a follow up visit in (B) (6) 2005, it was noted that angiographic restenosis in the distal, below the knee resulted in re-pta via conventional angioplasty of the target vessel in (B) (6) 2005. Event type ¿stade IV.¿ target lesion number was not specified. No information for procedure outcomes was provided, no additional follow up information was provided.